Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise on rv rate/sense channel along with oversensing and pacing inhibition that resulted to greater than two seconds of asystole. Isometric measures could not reproduce noise. This rv lead's rate/sense portion was surgically abandoned and replaced with a new rate/sense rv lead. The rv lead's defibrillator portion remains in service. The crt-d was explanted and is no longer in service. No additional adverse patient effects were reported.